Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and replaced the na electrodes and the cl tip. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events. This MDR represents event 3 of 5 reported by this customer.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system gave erroneously low sodium (na) results and erroneously high chloride (cl) results for 5 patient samples. The erroneous results were reported out of the lab. It is unknown if there were any changes to patient treatment as a result of this event. There have been no reports of death or serious injury. The customer stated that the ion selective electrode (ise) system is calibrated and a quality control (qc) is run every 12 hours. The qc results have been consistently within the lab's established ranges. When the operator became aware of the erroneous results, the samples were repeated on the lab's second analyzer. Amended reports were issued. This is report 4 of 6 medwatch filed for this event for patient 3 of 5 patients. A single medwatch report was filed in (B)(4) 2010.